Event description:
During a remote follow-up, reproducible noise was observed on the device that caused oversensing. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.